Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant is lifting away from the bone. The surgeon confirmed via CT scans the implant is lifting away from the bone and will need to revise this procedure with a redesigned implant. The revision has not yet been scheduled.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. No product has not been returned because, according to the latest information provided, the product remains implanted and the revision has not yet been scheduled. No additional information could be gathered on what caused the implant to separate form the bone. No x-rays, scans, pictures, or physicians reports were provided. For the aforementioned reasons, the most likely underlying cause of this complaint cannot be determined. There are no indications of manufacturing defects. Unique identifier (UDI) # was added.